Manufacturer narrative:
The MFR's service tech was told by the customer that they would not provide any details/info about the alleged event and that the service tech was not to repair the cot. The service tech found that a retaining spring was not properly in place, but may have become misaligned during the cot drop.

Event description:
It was reported in a service report that a cot was dropped with a pt on board. No adverse consequences reported.